Event description:
It was reported that urology patient, admitted to the hospital on (B)(6) 2023, conscious, unable to urinate after removing the urinary catheter at 09:18 on october 23, 2023, and re-indwelling the urinary catheter at 11:20 according to the doctor's instructions, the urethral catheter was unobstructed and properly fixed, and the patient and their family were informed of the relevant precautions, october 23, 2023.13:30 the patient's family complained that the urethral catheter prolapsed out on its own when the patient was bedridden, and immediately notified the doctor to check the patient, check the urinary catheter, the appearance of the water bladder was complete, there was water leakage, and there was no damage to the urethral opening, and the patient's condition was continuously observed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.